Event description:
Rptr indicated that pt has been experiencing sleep apnea. Programmed parameters were decreased at office visit on 11/2001. Pt was seen again on 12/2001 at which time the pt's family member reported that the pt was no longer experiencing sleep apnea and their snoring was greatly decreased.